Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported they needed to disconnect from treatment and needed to go to the hospital. No further information was provided. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reason for the patient going to the hospital was unrelated to use of the liberty select cycler or pd treatment. The patient was admitted to the hospital. The pdrn did not elaborate on the reason for the hospitalization. The patient remains hospitalized.